Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. The customer's blood glucose was high, however, no specific value was provided. No additional patient or event information was available.